Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into the philips remote technical support center with an unknown issue. There was no reported patient involvement/adverse patient impact.